Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a tandem charging cable was connected to the pump. While the pump was charging, the charging cable and the usb port had melted. Reportedly, the port was smoking and the pump was hot to the touch despite being in room-temperature conditions. It was unknown if the melting and smoking were related to the charging cable, pump or outlet. Customer continued to use the pump for insulin therapy until the customer receives the replacement pump from tandem as the battery was still charged. Blood glucose was not impacted.